Manufacturer narrative:
(B)(4). There is not an appropriate result code. The device history review for the product auto endo5 ml, lot #73d1600006 investigations did not show issues related to the complaint. From the video provided the following can be observed: the device was fired and one clip was released open. With the second attempt the device was activated and one clip did not load correctly into one of the jaws however when the jaws were closed the clip was released closed. Based on the video the failure mode "device not loading clips" could be confirmed. Other remarks: a functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Additional tests were performed as follows: 20 samples were taken from the current manufacturing process (auto endo5 ml 543965) lot #73k1600814, the samples were functionally tested in accordance with procedure and the issue reported "device not loading clips" was not present in the current manufacturing process. It is necessary to receive the physical sample to perform a proper investigation, determine the root cause and corrective actions. If the complaint sample becomes available at a later date this complaint will be updated accordingly. The manufacturer will continue to monitor and trend related events.

Event description:
The device jammed when the surgeon tried to load the clips. The patient's condition was reported as fine.